Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent a carotid stenting procedure using a 6fr procedural sheath. At the end of the procedure, two back-to-back closure devices did not click together properly. The arteriotomy locator and hemostatic valve would make an audible "clicking" noise but the two pieces would not stay securely in place together. The vessel used was a proper caliber size and there was no disease present in the vessel being closed. The estimated blood loss was less than 250cc. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 28aug2023: both devices were used on the same patient, after the second device had the same issue, they manually held together, and angio-seal device and deployment was performed in order to achieve hemostasis. A pre-deployment angiogram was performed. The vessel was appropriate for the use of the angio-seal device, and there was no difficulty getting access. There was no difficulty inserting the locator into the hub, however after multiple attempts despite both an audible click and tactile feedback the two pieces would not mate together. This was the case for both devices. The locator would separate from the hub as it was being inserted into the patient over the wire as it entered the soft tissue. In order for the physician to successfully deploy the angio-seal he had to hold the two pieces together as he advanced it into the patient to prevent it from separating. Once the artery was successfully located and the hub was in place, the following steps for deployment went smoothly. The patient was stable.